Manufacturer narrative:
Complaint confirmed, the drive feature was found to be twisted and broken, missing approximately 1/8 in. The device material and relevant, measurable critical dimensions were found to meet specifications. The cause of the event is undetermined, however likely causes include continually applying torque; shallow driver engagement depth; prying/leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a revers total shoulder/ modular glenoid system procedure, as the surgeon was inserting a peripheral locking screw into the modular glenoid baseplate, the tip of the ar-9625 driver broke off flush with the head of the screw. The surgeon was unable to remove the broken piece, and it was left inside the screw head. The surgeon continued on with the case and the procedure was completed. The rep reported the incident did not hinder the completion of the case and no harm was done to the patient.